Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the suggested event was due to water invasion into the video connector, which led to video connector breakage. Moreover, the image sensor might have been damaged by some factors to cause. Likely cause could be due to user handling issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device exhibited intermittent image, leaking found on lg (light guide) unit and observed a non-olympus cable unit. Based on evaluation findings, the reported failure was due to leaking and use of non olympus cable unit attributed to users maintenance and handling issue.

Event description:
It was reported that during preparation for use the device exhibited black image when plugged in. There were no further details provided regarding the event no patient involvement on this report. No user injury reported.